Event description:
Nurse donned two n95 reprocessed masks (x2 and x4 reprocessed) and showed symptoms of reddened face and itching under both masks. Was given an unused mask and symptoms resolved. FDA safety report ID# (B)(4).